Event description:
This lead was implanted on (B)(6) 1997, and was capped on (B)(6) 2014, due to oversensing and low pacing impedance less than 200 ohms. The physician was dr. (B)(6), at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).